Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged post implant. The physician repositioned the original lead at a surgical intervention. No additional adverse patient effects were reported.